Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the bands failed to deploy and the suture just kept tighter. Reportedly, the scope and the device were removed from the patient and the suture was cut. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. A visual examination of the ligator head found all bands present with some of the bands were moved out of their positions and some were caught under other bands. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the trip wire loop and ligator head. Further examination of the trip wire found bent in several locations and was cut with a sharp tool, the cut ends were inspected in magnified visual system. The trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the bands failed to deploy and the suture just kept tighter. Reportedly, the scope and the device were removed from the patient and the suture was cut. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.